Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and observed a no flow in the catheter issue which was not noted before the device was used on the patient. No flow in the catheter. High pressure message on the pump. The procedure was successfully completed. No patient consequence was reported. Additional information was received on 09-jan-2025. The suspected device for the reported flow/irrigation issue was the catheter. The issue was not noted before the device was used on the patient. There was a flow error noted from the irrigation pump. The catheter was removed outside of the patient and they tried to flush it by using a syringe but it did not work. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of the ablation. They changed the catheter and it solved the issue. This event was originally considered non-reportable, however, bwi became aware on 09-jan-2025 that the no flow in the catheter issue was not noted before the device was used on the patient and have reassessed the event as reportable. The awareness date for this record is 09-jan-2025.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and observed a no flow in the catheter issue which was not noted before the device was used on the patient. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 05-feb-2025. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed no anomalies on the device. Then, since the device was not irrigating, further investigation was performed. It was noticed that the irrigation tube was folded at the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed due to the conditions of the irrigation tube. The potential cause may be attributed to device usage during the procedure; however, it cannot be determined with the information available. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).